Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atypical flutter using a faradrive steerable sheath clear the patient experienced thrombosis. The physician had forgotten to administer heparin to the patient until halfway through mapping the left atrium (la) with a non-boston scientific mapping catheter. Once the non-boston scientific catheter was removed the sheath could not be aspirated, even though a check was made to make sure the sheath was not against tissue. It was after this aspiration issue occurred that heparin was administered. The sheath was replaced and the procedure was completed. It was noted that the sheath had dark stripes by the tip after it was removed from the patient. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. During aspiration performance testing of the returned sheath air bubbles were observed. Inspection of the hemostatic valves found the external valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. A review of the available information and the instructions for use (IFU) also found that the user did not "maintain a constant sterile, heparinized saline infusion to prevent coagulation within the sheath" which likely contributed to the occurrence of thrombosis. Thrombosis is a potential adverse event listed under "adverse events" in the faradrive IFU and the administration of heparin to resolve the occurrence of thrombosis was anticipated. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atypical flutter using a faradrive steerable sheath clear the patient experienced thrombosis. The physician had forgotten to administer heparin to the patient until halfway through mapping the left atrium (la) with a non-boston scientific mapping catheter. Once the non-boston scientific catheter was removed the sheath could not be aspirated, even though a check was made to make sure the sheath was not against tissue. It was after this aspiration issue occurred that heparin was administered. The sheath was replaced and the procedure was completed. It was noted that the sheath had dark stripes by the tip after it was removed from the patient. The device is expected to be returned for analysis.